Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a unspecified gel breast implant experienced rupture on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The common device name and procode values that are being submitted are for submission purposes. A supplemental report will be submitted if clarifying information is received.